Event description:
This report summarizes three malfunctions. A review of the reported information indicates the model rf400j vena cava filter allegedly experienced malposition of device and patient device interaction problem. The report was received from various source. All three malfunctions were involved patients with no known impact to the patient. Of the three reported malfunctions, two were female; however, three patients ages were reported and ranged from 40 to 53 years old. The remaining patient's gender and weight were not provided.

Manufacturer narrative:
H10: of the four reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 2020394-2020-06478. H10: the lot number was provided for 2 out of 3 malfunctions, therefore, a lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for all the three malfunctions. For two malfunctions, the investigations are confirmed for perforation and filter tilt. For the remaining one malfunction, the investigation is confirmed for perforation; however, inconclusive for tilt. The definitive root cause could not be determined based upon the available information. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for 2 out of 4 malfunctions, therefore, a lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however, medicals record were provided and reviewed for all the four malfunctions. For 3 of the 4 reported malfunctions, the investigation are confirmed for the alleged perforation and filter tilt. The remaining malfunction is confirmed for perforation; however tilt is inconclusive. The definitive root cause could not be determined based upon available information. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates the model rf400j vena cava filter allegedly experienced filter tilt and perforation. The report was received from various source. All four malfunctions were involved patients with no known impact to the patient. Of the four reported malfunctions, three were female; however, four patients ages were reported and ranged from 40 to 53 years old. The remaining patient's gender and weight were not provided.